Manufacturer narrative:
Unit had no button response due to corroded keypad traces. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.